Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets experienced connection issues. The customer experienced multiple issues with the clearlink system continu-flo solution sets becoming disconnected for the patient¿s intravascular (IV) ports on single IV catheters, PICC (peripherally inserted central catheter) lines, and central lines. The user also could not connect the device. These issues were experienced during unknown process steps during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.